Event description:
This was a cardiac lead extraction case performed in the or to remove two leads (fidelis and unknown, both implanted for 96 months) due to non-functioning. Each lead was prepped with an lld-ez, and the physician began lasing to remove the fidelis (rv) lead using a 14f glidelight with 33cm m visisheath. As the physician was unable to advance past the mid-innominate vein, the physician switched to the unknown lead (ra). This lead was successfully removed. The physician then switched back to the rv lead. The glidelight was upsized to a 16f glidelight, and progression to the tip of the distal coil was accomplished. The rv lead came loose and was removed, but the blood pressure dropped. A sternotomy was performed and tear in the svc-atrial junction was repaired. Patient was stable.